Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2025, a 65 year-old male patient underwent placement of an impella cp mechanical circulatory support device for a high-risk percutaneous coronary intervention. The device was left in place at the end of the procedure. Overnight, the patient experienced bleeding at the impella access site. Blood products were administered, and the vascular surgery team performed an arterial repair. The impella device was removed on (B)(6) 2025. This case will be coded as a suspected vessel perforation associated with a serious injury, blood transfusion, and surgical intervention.

Manufacturer narrative:
Vessel perforation: the cause of the vessel perforation was not determined due to insufficient clinical details. Asae/ major bleed: the cause of the bleed was not determined due to insufficient clinical details.